Event description:
Allegedly, during a spinal procedure, tip of probe broke and 2mm piece remains in patient. We have advised doctor to remove it, but have no information on whether that will be done.

Manufacturer narrative:
A 2mm portion of electrode tip is broken off, possibly due to stress overload.